Manufacturer narrative:
The returned units were found to have cracked blister trays. The blister packaging seals were noted to have been fully formed at one time. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.

Event description:
Based on information reported to davol: it was reported that during set up for a case, x-stream irrigation units from inventory were found with cracked trays. Further review of inventory found five additional irrigation units to be in this condition. These irrigation kits can not be used as the cracked packaging causes loss of sterility to the product inside. There was no patient intervention. Due to the reported sterility breach, this MDR is being submitted.